Event description:
It was reported that a patient was treated on an unknown date for a distal tibia fracture with a medial distal tibia plate and screws. On an unknown date the patient returned to the surgeon. The examination revealed a non-union. On (B)(6) 2014, the patient was returned to the or and the surgeon removed the medial distal tibia plate and screws. The patient was revised to a tibia nail to treat the non-union. The removal and revision surgery was completed successfully with no delay. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. (B)(4). Placeholder.